Manufacturer narrative:
H11: a review of the event history log identified the infusion parameters reported; however, no issues were found related to the reported condition on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused medication during patient use. The furosemide drip 200mg in 100ml normal saline (ns) was programmed to infuse at 10ml/hr (20 mg/hr). The pump alarmed the bag was empty and the nurse verified the bag was in fact empty; the entire 100ml infused "between 1007" when the bag was hung to "1150". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes). H11: the device was evaluated on-site. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues, the device met testing specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.